Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. This is the only complaint reported to date for corporate lot number gfug0991. The device has not been returned to the MFR to date.

Event description:
It was reported that the pta balloon would not deflate completely after being used within stents in the cephalic vein and could not be retracted into the introducer sheath; subsequently, the balloon catheter was removed together with the sheath as a single unit. Another sheath and pta balloon dilatation catheter were used to complete the procedure. There was no report of injury to the pt.